Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7110014. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our evaluation of the returned sample, our quality engineers have determined that the foreign material is aberration in the material constituting the sleeve stopper. We have contacted the supplier for of the sleeve stopper and currently waiting on their response.

Event description:
It was reported that 25 bd pegasus¿ safety closed IV catheter system (straight luer with prn) 18ga x 1.16in 1.3mm x 30mm experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it's noticed that dark brown spots on the prn before unwrapped the package. Radiology department of the user facility in the use of a closed needle-type venous retention needle flying in the process, in the absence of opening the outer packaging, found that the packaging of the leftover needle heparin cap on the head of the black-brown spots, the retention needle model is 18g straight type, cargo number 383751, the director of the radiology department found that our needle was contaminated, we questioned the needle product quality and safety. On- site examination of the retention needle found that the eye can see that the latex of the heparin cap has a little black- brown spots on its head.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (straight luer with prn) 18ga x 1.16in 1.3mm x 30mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd pegasus¿ safety closed IV catheter system (straight luer with prn) 18ga x 1.16in 1.3mm x 30mm experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: it's noticed that dark brown spots on the prn before unwrapped the package. Radiology department of the user facility in the use of a closed needle-type venous retention needle flying in the process, in the absence of opening the outer packaging, found that the packaging of the leftover needle heparin cap on the head of the black-brown spots, the retention needle model is 18g straight type, cargo number 383751, the director of the radiology department found that our needle was contaminated, we questioned the needle product quality and safety. On-site examination of the retention needle found that the eye can see that the latex of the heparin cap has a little black-brown spots on its head.